Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report#1627487-2018-04416. It was reported the patient lost stimulation several weeks ago due to high impedances. Reportedly, surgical intervention was undertaken wherein both leads were explanted and replaced with new models. Effective therapy was restored postoperatively resolving the issue.